Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) displayed tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. However, the tcmid:07 (coolant temp high) error message reported by the customer could not be duplicated during the functional testing. The root cause of the customer reported issue was determined to be the defective pic-16 and I/o circuit boards due to defective components. Visual inspection of the thermogard console was performed, and no issues were observed. The thermogard console failed the initial functional testing and displayed a tcmid:05 (coolant diff failure) error message during the power-up, thus confirming the reported complaint. Also, the console failed functional testing due to the tcmid:06 (ce post failure) error message, unrelated to the reported complaint. The pic-16 and I/o circuit boards were replaced to remedy the faults. The event logs were reviewed and confirmed the occurrence of the tcmid:05 and tcmid:07 error messages around the customer's reported event date. Following service, the thermogard console passed the functional testing as well as multiple overnight burn-in tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with sn (B)(6). Addititonal information. H10, device investigation was updated after completed service.

Event description:
After seven and a half hours of ivtm therapy, the thermogard console sn (B)(6). Displayed tcmid:05 (coolant diff failure) followed by the tcmid:07 (coolant temp high) error message when the customer restarted it. To continue the treatment, another console was used. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of the thermogard console sn (B)(4) displayed tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. However, the tcmid:07 (coolant temp high) error message reported by the customer could not be duplicated during the functional testing. The root cause of the customer reported issue was determined to be the defective pic-16 circuit board due to a defective component. Visual inspection of the thermogard console was performed, and no issues were observed. The thermogard console failed the initial functional testing and displayed a tcmid:05 (coolant diff failure) error message during the power-up, thus confirming the reported complaint. Also, the console failed functional testing due to the tcmid:06 (ce post failure) error message, unrelated to the reported complaint. The pic-16 circuit board needs to be replaced to remedy the faults. The event logs were reviewed and confirmed the occurrence of the tcmid:05 and tcmid:07 error messages around the customer's reported event date. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with sn (B)(6).